Manufacturer narrative:
The customer called into olympus technical assistance center (tac) personnel to report their issue. Customer stated that the brightness of the image while the scope was in the patient was varying in intensity. Tac attempted some trouble-shooting options with the facility's biomedical engineer (biomed). During trouble-shooting, it was discovered that the light brightness coming from the scope would vary in intensity when wiggling the cables between the clv-190 and the cv-190. However, they were unable to determine if the variability was being caused by the cable, the socket, or if the problem was with the clv-190 or cv-190. Tac instructed the customer to track scope usage to determine if the problem occurred with one scope only or with several. The facility biomed is planning to test and report his findings back to tac. The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.

Event description:
The customer reported that the evis exera iii xenon light source was experiencing brightness adjustment issues while in use. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the component failure could not be determined. E2, e3 ¿ three attempts were performed to obtain occupation for the reporter but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.